Event description:
Caller states that the 3rd connector is green and that one of the base unit's connectors is blackened. No injuries reported. Last cleaned date of event. Caller did not indicate what the device is cleaned wtih. Requested return of suspect device and replacement was sent.